Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing detailed instructions to reset their pump, and after the reset, the error code did not reappear. The caller was further advised to wait 20 minutes before starting a new sensor session, which they understood and accepted.